Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ml, 262 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient came to the emergency department (ed) agitated, itching and stating that their spasms were worse than normal (withdrawal symptoms). The reporter was not sure when this started, but the patient appeared to be very uncomfortable and agitated when the rep read the pump. The pump was read and showed to be functioning properly. Logs also showed that the pump was running normally. The patient was being admitted, given oral medication, and was going to imaging for x-rays. The issue was not resolved at the time of this report. The patient's status was alive - with injury.